Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for noise. During lead testing and fluoroscopy, it was noted that there was a confirmed fracture, insulation breach and high/ undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.